Event description:
It was reported via social media that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint post implant, the patient developed a pericardial effusion with cardiac tamponade and spent five days in the hospital being treated.